Event description:
It was reported that two insulin cartridges leaked into the pump chamber, and the user had been attaching the connector to the cartridge outside of the chamber before insertion; the user received education on the correct assembly method and will receive replacement cartridges and connectors from the same connector lot. Investigation included remote troubleshooting and user education focused on assembly technique. Investigation of this case revealed user assembly outside the chamber as the likely source of a fluid leak at the cartridge¿connector interface, consistent with a use-related device handling issue involving the cartridge and connector components. No reported clinical effects, no alarms, and no alerts. Outcomes included no medical intervention and no hospitalization. It was concluded, based on established findings for similar reports, that the cause was user error related to assembly technique.